Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that during the patient transfer from wheelchair to bed on minstrel device, the mast actuator assembly that supports the lifting arm broke. As the outcome of the event, the lifting arm could not stand the load (i.e. Patient's weight) and patient fall down on the bed. No injury was reported.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. When reviewing similar reportable events registered since 2010 for minstrel and similar legacy passive devices: minerva , we have not found any case with the same or a similar fault description compared to the one investigated here: mast actuator assembly breakage. Given the circumstances and sequence of the events, this particular complaint appears to be an isolated occurrence. The involved hoist was inspected and put through a function test by the arjohuntleigh representative who visited the customer site. The device mast actuator assembly was found to be broken. From that perspective, it appears the device was not up to specification at the time of the incident. Based on the collected information, photographic evidence and findings made during the inspection of the actuator conducted by the arjohuntleigh (B)(4) manufacturing site's technical department and external supplier of actuators , we (arjohuntleigh) have been able to establish the following: the incident occurred as a result of an external force applied on the actuator assembly. The visual evaluation of the part enabled us to conclude that the actuator assembly tube came into contact with a sharp object from the side of the lifting arm. The type of breakage indicates a sudden damage. The breakage area did not show any signs of a fatigue break that would have developed over a longer period of time. An incompatible type of actuator was found to have been installed on the minstrel device. In accordance to the minstrel design, the mast actuator ((B)(4)) responsible for setting in motion the device lifting arm has a maximum stroke length of 300mm. The claimed actuator ((B)(4)) has been manufactured by the same supplier, but this maximum stroke is 400mm and that is incompatible with the minstrel lifting arm design. It should be mentioned that the claimed device has been not under the arjohuntleigh service. It remains unknown if a third party company was involved and if so, which in the device servicing and apparently inserting the incorrect type of mast actuator. Additionally, as with all of our devices and their components, care must be practiced so as to preserve the quality and life of the device and its components. Responsible care must be taken when using any part of a device that bear a load. In accordance to the product instructions for use ((B)(4)) which are supplied together with each minstrel devices, maximum safe working load of the lift is 190 kg. Also when the hoist is operated, no obstacles should restrict the lifting arm movements. In summary, the device was being used at the time of the event, it failed to meet its specifications as it had been altered and it suffered a malfunction due to a use error, and in doing so it contributed to the outcome of the event: actuator breakage. If the IFU and the correct transferring procedure would have been followed with using adequate precautions, it appears the event would have been avoided. This is to be communicated to the customer.